Manufacturer narrative:
Reliability analysis inspected 6 opened/used sensors and performed visual inspection and found 1 of 6 sensors cannula damaged (broken) with broken part missing, unable to confirm customer received sensor in said condition due to customer returned opened/used. 5 remaining opened/used sensors and performed bicarbonate buffer test per dop114-830. 1 of 5 sensors failed for high readings. 4 remaining sensors passed per spec. With accurate readings.

Event description:
Customer called to report that the sensor is not working after two days. Customer stated that they received a change sensor alarm and that there was blood at the site. Customer's blood glucose levels were not included in the report. Product is being replaced.